Event description:
It was reported that the unit is leaking water. The procedure was aborted. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the unit is leaking water. The procedure was aborted. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Correction to field b5: describe event or problem.